Event description:
The pump was returned for investigation. During evaluation, the bolus button was found to be detached from the pump exposing the key contact. Investigation also revealed a dim, faded and discolored display screen and a cracked battery compartment which was found below the finger pad extending down to the primary seal. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during evaluation, the bolus button was found to be detached from the pump exposing the key contact. There was no contamination was found when the bolus button cover was removed. Investigation also revealed a dim, faded and discolored display screen and a cracked battery compartment which was found below the finger pad extending down to the primary seal. No power loss issues were found with the pump and there was no evidence of moisture damage found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.